Event description:
It was reported that the patient presented for follow-up after receiving an alert for high, out of range pacing lead impedance. In clinic impedance measurement was normal. Upon review of trend data, a connection issue was suspected. Further evaluation was recommended.

Manufacturer narrative:
(B)(4).